Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a vented paclitaxel set was leaking during a patient infusion. It was further specified that the set leaked from the vent bung at the top of the chamber (air inlet on drop chamber). The patient reported drips from the chemotherapy line 30 minutes into the infusion (paclitaxel). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and leak testing was performed and no leak was observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.